Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the surgeon communicated that patient had severe brain bleed on (B)(6) and was being withdrawn from support on (B)(6).